Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-01332. Results: the returned 3maxc was kinked at approximately 5.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a kink near its proximal end. If the 3maxc is forcefully advanced against resistance or otherwise mishandled at extreme angles, damage such as a kink may occur. During functional testing, the 3maxc was advanced through a demonstration ace68 without an issue. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the 3maxc broke 1-2cm distal from the hub due to the little force applied during the first pass. The procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the 3maxc broke 1-2cm distal from the hub due to excessive force during the first pass. The procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.